Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hypoglycemia after pausing the pump for lows and later resuming, which coincided with subsequent hyperglycemia and automated corrections; glucose then trended down after a meal announcement that may have been smaller than the insulin on board warranted, and the user treated the low with ice cream per guidance. Symptoms included hypoglycemia with diaphoresis and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient device information, no findings available, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.